Event description:
It was reported that the patient experienced telemetry issues and an ins overdischarge was suspected. The patient stated that the desktop charger broke and she couldn't recharge for a while. The patient went to the doctor's office to do a physician mode recharge, however, it was reported that they tried five times without success. It was reported that the "box moved" inside the patient and a "sharp edge" could be felt around the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010,: product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).